Event description:
It was reported that the pt had an infection as the stimulator implant site. The pt turned the device off when the infection started. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.